Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device would not power on for the daily morning check. It was noted that a x would appear in the rfu indicator coincident with the power failure. There was no reported patient involvement or adverse patient/user impact as a result of the alleged failure.